Manufacturer narrative:
Bayer case number: (B)(4) I have great difficulty completing a full day at work [activities of daily living impaired] , pain all over my body day and night non-stop [general body pain], for over a year, I have been very tired [tiredness] , fibromyalgia [fibromyalgia] , cognitive disorder [cognitive disorder] . Case na (B)(4) on 05-sep-2025. The most recent information was received on 13-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of loss of personal independence in daily activities ("I have great difficulty completing a full day at work") in an adult female patient who had essure inserted (lot no. 626804) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced loss of personal independence in daily activities (seriousness criterion medically important), pain ("pain all over my body day and night non-stop"), fatigue ("for over a year, I have been very tired"), fibromyalgia ("fibromyalgia") and cognitive disorder ("cognitive disorder"). Essure treatment was not changed. At the time of the report, the loss of personal independence in daily activities had not resolved. The outcomes for pain, fatigue, fibromyalgia and cognitive disorder were unknown. No causality assessment was received for essure with regard to fatigue, pain, fibromyalgia, cognitive disorder or loss of personal independence in daily activities. The reporter commented: for over a year, I have been very tired and have pain all over my body day and night non-stop, hence the following diagnosis: fibromyalgia. I also have cognitive disorders and other symptoms related to fibromyalgia. I have great difficulty completing a full day at work, especially considering that I still have 9 years left before I can retire. What will my active life be like during this period? Having had these implants since (B)(6) 2008, I would have liked to have been informed of everything I was able to find on the internet, in particular that this device had no longer been marketed since (B)(6) 2017 and of its toxicity. This is not fake news... Sorry to use this term but I find the lack of information to be criminal towards female patients since 2017. Actions taken to treat the patient in the healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Batch number 626804, manufacture date 2008-03-31, expiration date 2010-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) I have great difficulty completing a full day at work [activities of daily living impaired] , pain all over my body day and night non-stop [general body pain], for over a year, I have been very tired [tiredness] , fibromyalgia [fibromyalgia] , cognitive disorder [cognitive disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of loss of personal independence in daily activities ("I have great difficulty completing a full day at work") in an adult female patient who had essure inserted (lot no. 626804) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced loss of personal independence in daily activities (seriousness criterion medically important), pain ("pain all over my body day and night non-stop"), fatigue ("for over a year, I have been very tired"), fibromyalgia ("fibromyalgia") and cognitive disorder ("cognitive disorder"). Essure treatment was not changed. At the time of the report, the loss of personal independence in daily activities had not resolved. The outcomes for pain, fatigue, fibromyalgia and cognitive disorder were unknown. No causality assessment was received for essure with regard to fatigue, pain, fibromyalgia, cognitive disorder or loss of personal independence in daily activities. The reporter commented: for over a year, I have been very tired and have pain all over my body day and night non-stop, hence the following diagnosis: fibromyalgia. I also have cognitive disorders and other symptoms related to fibromyalgia. I have great difficulty completing a full day at work, especially considering that I still have 9 years left before I can retire. What will my active life be like during this period? Having had these implants since (B)(6) 2008, I would have liked to have been informed of everything I was able to find on the internet, in particular that this device had no longer been marketed since (B)(6) 2017 and of its toxicity. This is not fake news... Sorry to use this term but I find the lack of information to be criminal towards female patients since 2017. Actions taken to treat the patient in the healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.